Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed moisture corrosion in the battery compartment; the pump was unable to power on. The pump cover was removed and there was no additional moisture found inside the pump. Investigation could not be completed due to the pump not powering on.

Event description:
The patient reported blood glucose was 500 mg/dl with nausea and emesis; ketones were not reported. She reported that the previous evening she replaced her infusion set and began to experience multiple occlusion alarms throughout the day. The patient noted that insulin delivery ceased numerous times but she said that she was unable to troubleshoot the issue or treat her increasing blood glucose due to work duties. She reported that after work, when she tested her blood glucose at 500 mg/dl, she replaced the infusion set, delivered a correction bolus via the pump, and her blood glucose resolved to 200 mg/dl. The patient said that the cannula was not bent or kinked; she confirmed that she does not replace her cartridges every 2-3 days and does not cycle the plunger as instructed. Customer support concluded that the occlusions were caused by improper cartridge use and that the blood glucose elevation was a result of under delivery of insulin due to multiple occlusions. This complaint is being reported as an adverse event due to user errors.